Manufacturer narrative:
Not returned. As of this report, the device has not been returned for analysis. There is no additional information related to this event available to the company at this time. If additional information becomes available, the event will be updated as necessary. On june 23, 2006, boston scientific issued a physician letter describing various clinical behaviors associated with the failure of a low voltage capacitor that could compromise therapy delivery. This device is included in the population of affected devices. Boston scientific does not have sufficient information to determine that this device behaved in the manner described in the advisory.

Event description:
Boston scientific received information that this device was part of a legal action and the patient passed away. Boston scientific has no specific information as to whether the device was involved in the patient's death. The device is subject to an advisory, low voltage capacitor (c2; 6/23/2006).